Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that following insertion the patient experienced leaking urine, pain in my left side into my back, can¿t have sex because it¿s too painful and occasional bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent placement of #4 ring pessary on (B)(6) 2012 due to 2nd to 3rd degree rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05968. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent anterior repair, removal of anterior wall mesh, repair of denuded bladder area and incidental cystotomy, placement of biogenesis graft to help promote re-growth of tissue on (B)(6) 2014. It was reported that the patient underwent cystoscopy with pelvic exploration and ureteral neocystotomy on (B)(6) 2014.